Event description:
It was reported that the patient felt that the ventilator was not giving him a breath when he needed it. The patient was placed on a back-up ventilator. No pt harm reported.

Manufacturer narrative:
Na